Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that during the procedure, it appeared that the depth stop point for the biopsy needle was missing a digit. The surgery was completed with navigation and there was no impact on patient outcome. Technical services (ts) was unable to replicate the error with the depth stop around 160mm as seen in the case.

Manufacturer narrative:
H2, correction: fdd code updated to a0908. Fdc code d18 updated to the already reported software analysis. Imf code updated to f26. Img codes g02008 and g0200803 updated. Ime code updated to e2403. H7 and h9 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that during the procedure, it appeared that the depth stop point for the biopsy needle was missing a digit. The surgery was completed with navigation and there was no impact on patient outcome. Technical services (ts) was unable to replicate the error with the depth stop around 160mm as seen in the case.